Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: power on resets observed in the black box. No damage found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was able to tighten to the pump until resistance was met; no yellow o ring was visible. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period using a new test battery cap; no power interruptions or alarms were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. The power issue was confirmed in the black box but was not duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.